Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of lot attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the device locked on tissue with the jaws closed? If yes, how was the device removed? Did the jaws eventually open? What troubleshooting steps were attempted to open the device? Was the battery removed, rotated 180 degrees, and reinserted? (Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch)?

Event description:
It was reported that during an unknown procedure, the device locked and can't open jaw. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). MDR decision: not reportable. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and has been revised to not reportable. Was the device locked on tissue with the jaws closed? If yes, how was the device removed? >> yes, they used manual override and opened jaw. Did the jaws eventually open? >> yes. What troubleshooting steps were attempted to open the device? >> knife return switch, but there is no power to return. Was the battery removed, rotated 180 degrees, and reinserted? (Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch)? >> yes.